Event description:
A package of biogel gloves size 6 1/2 were opened to the surgical field and had 2 right handed gloves in the packaging, no left handed glove. No patients or staff were harmed in the opening of these gloves. When the issue was noticed another pair of gloves were opened to continue on with the surgery. Image is not the packaging from this event as it was thrown out and the caregiver did not record what the lot # was. Picture is the exact same product so it can be used as reference for the purpose of this report.